Manufacturer narrative:
Concomitant medical products: 429888, lead, implanted: (B)(6) 2018; dtmb1qq, crtd, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) post pace. Additionally, post premature ventricular contractions (pvc) non-capture is observed on the right atrial (ra) lead. Both leads remain in use. No patient complications have been reported as a result of this event.